Event description:
While transferring long term care resident to bed using arjo lift, the wheel popped off and the bolt was observed to be broken. The unit was repaired by maintenance dept. There was no pt harm, however the certified nurse assistant sustained a back injury.